Event description:
During a kne procedure a portion of the distal end of an unk vapr electrode broke off into the pt's joint space. The surgeon states that he made attempts to retrieve the fragemnt but was unable to do so, it remains in the pt. They used x-ray to locate and view the fragment, at this point they assessed that it was too small and was in an area of the knee that was unreachable and so would require majur surgery (demolitive surgery) causing major consequences to the pt. The surgeon states that he does or did not believe that teh fragment would or could cause the pt any impairment becasue it is too small. The surgeon is excluding himself from any responsiblity and has assigned culpability to mitek for the failure. The pr's lawyer states that the pt is in pain and there is difficulty in moving the knee.

Manufacturer narrative:
This adverse event has not previously been reported to mitek. Nothing is being returned, and the user facility cannot identify either the specific device used in the reported adverse event or the lot number associated with it. We have no idea as to the expertise of the surgeon in using the unk vapr electrode, or electrodes in general.